Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all the pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Two ctag acs were implanted. The proximal ctag ac was placed in zone 2. The left subclavian artery was coil-embolized and axillo-axillary bypass was constructed. The patient tolerated the procedure. On (B)(6) 2025, a follow-up CT scan showed distal migration of the proximal ctag ac and a type ia endoleak, indicating an additional procedure. On (B)(6) 2025, a reintervention was performed. Another ctag ac was placed in zone 2. The endoleak almost disappeared. The patient tolerated the procedure. The reporting physician commented as follows: this was an anatomically difficult case, so the outcome was within expectation.